Event description:
Information received indicates when the brakes were engaged, the brake/steer caster would still swivel.

Manufacturer narrative:
The technician found that the caster was worn. The technician replaced the brake/steer caster to repair the bed.